Event description:
In 2008, the pt reported that her blood glucose had been elevated since the event date. Her highest blood glucose reading was 512 mg/dl. She stated that she changed all of her infusion device accessories and her blood glucose remained elevated. Three days later, she switched to her backup infusion device and her blood glucose returned to normal (140 mg/dl). The basal rate settings were confirmed to be correct on the primary infusion device. The pt inserted an insulin cartridge into the infusion device and primed the infusion tubing. Insulin flowed from the end of the infusion tubing. She placed the infusion device in the run mode and programmed a 5 unit bolus. Insulin dripped from the end of the infusion tubing. Upon f/u the following month, the pt's husband stated that the pt switched back to the primary infusion device and she had no further issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.